Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed that inappropriate anti-tachycardia pacing (atp) for non-sustained ventricular over-sensing. Also present was a stored magnet response episode. Over-sensing was attributed to either electromagnetic interference (emi) or mechanical noise associated with the right ventricular lead. Further information was requested but not received.